Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead exhibited loss of capture due to lead dislodgement, which was confirmed via chest x-ray. It was then attempted to explant the atrial lead but the lead was scarred into the vein. The atrial lead was capped and replaced on (B)(6) 2023. There were no patient consequences.